Event description:
It was reported that during a low anterior resection procedure, the device was used to anastomose the colon and the rectum. The trigger was too hard to grasp at the firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of the device. A additional information received: "although the firing lever was hard to grasp, finally the doctor could grasp the firing lever. The deployed staples were proper b-formed. And the donut was formed properly and washer was cut completely. The gap scale indicator was within the green range. The target tissue was thick and the device was fired on existing staples because of double stapling technique."

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.